Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while climbing stairs. It was noted that the patient was shivering and agitated at the time of the inappropriate therapy. X-rays were taken to review the system. Technical services (ts) review of the data found oversensing of myopotential noise. Troubleshooting and programming considerations were discussed. The patient was brought in for troubleshooting and the sensing vector was reprogrammed. The patient was brought in again for further troubleshooting to ensure the newly programmed sensing vector was appropriate. The data was sent into ts for review. Upon review, ts discussed that the current programmed vector appears appropriate with two times gain for continued monitoring. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.